Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that while using a plum 360, it experienced device inaccuracy. A patient incident has occurred with this pump. An unspecified antibiotic scheduled for infusion over 30 minutes was infused over 10 minutes. There was no patient harm reported.

Manufacturer narrative:
D9 - date returned to mfg: 1/21/2025. The device was received for evaluation. Customer complaint is not confirmed- no problable cause. Device received with damaged fluid shield.